Event description:
The luer-lock was found to be hard to detach from the IV extension tubing and hemostats had to be used to remove the filter. It is said to be hard on the end and unpliable and it caused splitting of the connecting tubing.